Event description:
It was reported that the camera head displayed an e222 communication error and the image dropped. The issue occurred during a therapeutic procedure. There was a five minute delay to change the camera head and finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found an intermittent image due to bad ccd, and unable to scan UDI. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head displayed an e222 communication error and the image dropped. The issue occurred during a therapeutic procedure. There was a five minute delay to change the camera head and finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.